Event description:
The product was used during a chemosite procedure. Reportedly, the catheter broke. The surgeon performed a re-operation to correct the condition. The hosp has no add'l info at this time.